Event description:
It was reported that the asymptomatic patient presented for a routine follow-up, the right ventricular lead exhibited high capture thresholds and loss of capture. A fluoroscopy was performed before the revision procedure, a perforation was discovered. The lead was successfully explanted and replaced. The patient was in stable condition before and post surgery.